Event description:
It was reported that during a procedure that the atrial lead was found with insulation deterioration. On (B)(6) 2023, the physician repaired the insulation and completed the procedure. The patient condition was discharged following the procedure.